Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that during use of the 3.0 x 23 mm xience to treat a lesion in the distal right coronary artery (rca), the stent dislodged and was lost in the pt's coronary; however, the stent was successfully retrieved outside of the pt's body using a snare. The procedure was completed using a 3.0 x 23 mm xience. No add'l event or pt info is available.

Manufacturer narrative:
.